Manufacturer narrative:
Results of the investigation are as follows: -the stored images from the analyzer of the test cassettes reprocessing with image processing software (ips), confirmed the negative and positive gradings as reported by the analyzers. -visual inspection of the reactions also confirmed the negative grading. -the investigation performed determined that the ortho vision max biovue analyzer cassette imaging system (cims) functioned as per design. -ortho performed customer-use testing with retention samples of biovue ahg polyspecific cassettes lot ahc229h using plasma samples known to contain anti-d, anti-k, anti-fya antibodies. Following the indirect antiglobulin testing (iat) technique, crossmatch testing was performed, and all results of testing were as expected with no discrepancies. -the sample in question was not returned to ortho for further investigation. -as part of the investigation, a review of the manufacturing batch record of ortho biovue system ahg polyspecific cassette lot ahc229h was performed. No non-conformances or deviations relating to the customers issues were identified. The results of all in-process and quality assurance release testing were found to be within specifications. -a review of the worldwide complaint databases was performed from november 12, 2020 through to november 12, 2021 for ortho biovue system ahg polyspecific cassette lot ahc229h. The complaint review did not identify a similar profile related to the reported event. No trend was identified. -the misreading of the reaction obtained on ortho vision max biovue analyzer is not confirmed. -the assignable cause of the discrepant negative antibody screening result obtained by the customer could not be determined. -in any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents or analyzer to perform as intended. -no further complaints of this type have been received from the customer site since the time of the reported event. -as per 21 cfr 803.56, a supplemental report to 2250051-2021-00066 has been submitted electronically on january 25, 2022. - for reporting purposes, ortho currently considers the ortho biovue vision max¿ analyzer to be a similar product to the FDA cleared ortho ID-mts vision max¿ analyzer and therefore, the event was reported to the FDA. Mxp32155337, qerts# 502264. Email address for contact office in fields d3, g1 & g2 above is: (B)(6).

Event description:
Subject: report number: 2250051-2021-00066. Attn. MDR team (B)(6). Dear MDR team, in response to your request dated (B)(6), 2021, for the customer¿s report of a discrepant false negative grading of a reaction in major crossmatch testing for one patient using ortho biovue system cassette in conjunction with the ortho vision¿ max analyzer is as follows: background from customer event: - on (B)(6), 2021, a customer from zagreb, croatia reported their findings of a discrepant negative grading of a reaction in major crossmatch testing for one patient using ortho biovue system ahg polyspecific cassette lot ahc229h in conjunction with their ortho vision max biovue analyzer (catalogue# 6904578; unit# j80002494). -the customer stated that when the cassette was manually reviewed, the reaction appeared to be weakly positive causing them to not agree with the negative grading given by their analyzer. -the customer reported that on the same day, they retested the same patient sample for major crossmatch testing with the same donor on their alternative analyzer; ortho vision biovue analyzer (catalogue# 6904579; unit# j60003918) using the same cassette lot and they reported that a weak 0.5+ positive (incompatible) crossmatch result was obtained. -the customer reported that no biased result had been reported to a physician and that the patient had not been harmed because of the event.

Manufacturer narrative:
(B)(4). Discrepant negative grading of a reaction in major crossmatch for one patient. The misreading of the reaction is not confirmed. The root cause of the discrepant negative major crossmatch result could not be determined. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
On (B)(6) 2021, a customer complained to an (B)(4) representative who reported the issue the next day to ortho care after obtaining what was described as a discrepant negative grading of a reaction in major crossmatch testing for one patient using ortho biovue system ahg polyspecific cassette lot ahc229h in conjunction with their ortho vision max biovue analyser. Complainant: (B)(6) - head of transfusion department. Complaint reporter: (B)(6) ¿ (B)(4) representative (local ortho distributor). Event date: (B)(6) 2021 reported on: (B)(6) 2021 by (B)(6) to (B)(6) who reported it the next day to the orthocare helpdesk. Reagents: ortho bliss (product code 6902040; lot 280651; expiry 15 apr 2023; manufactured 16 apr 2021) ortho bliss (product code 6902040; lot 280652; expiry 15 apr 2023; manufactured 16 apr 2021) ortho biovue system ahg polyspecific cassette (product code 707350; lot ahc229h; expiry 26 feb 2022; manufactured 01 jul 2021). Software version: (B)(4). Sample information: patient sample (B)(6), donor sample (B)(6). The customer reported that, on (B)(6) 2021, they had tested a patient sample (sample (B)(6)) for major crossmatch testing with one donor (sample (B)(6)) using ortho biovue system ahg polyspecific cassette lot ahc229h and ortho bliss lot 280652 in conjunction with their ortho vision max biovue analyser ((B)(4)), and that they had obtained a negative (compatible) result. The customer stated that visually the result appeared to be weakly positive and that they did not agree with the negative grading given by their analyser. The customer reported that, on the same day, they retested the same patient sample for major crossmatch testing with the same donor on their alternative analyser (ortho vision biovue analyser (B)(4)) using the same cassette lot and ortho bliss lot 280651, and that they had obtained a weak 0.5+ positive (incompatible) crossmatch result. The customer reported that no biased result had been reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.